Event description:
On the (B)(6) 2022, the patient underwent a surgery due to flexion default.

Manufacturer narrative:
Additional involved implants: gmk-sphere 02.12.0210crr tibial insert fixed sphere cr size 2/10 mm r (k181635). Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988). Gmk-sphere 02.12.1003r femoral component sphere cementless size 3 r (not registered and marketed in us).